Event description:
The pt received the scs system on (B)(6) 2011. It was reported, the pt went under a surgical intervention for an ipg replacement as the pt was without coverage after experiencing an episode of strong overstimulation. The pt was also unable to initiate a communication between the ipg and both the pt programmer and the charging system. The physician explanted and replaced the ipg. The pt reported effective coverage post-operative. The explanted product has been retained by the facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.